Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence. It was reported that the patient underwent excision of vaginal mesh due to exposure and dyspareunia on (B)(6) 2014 by (B)(6) at (B)(6) hospital ¿ (B)(6). It was reported that the patient underwent a gynecological surgery and mesh was placed into the patient¿s body concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.